Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where blood glucose levels were high and patient was hospitalized due to shortness of breath and chest pains and treated with manual bolus and injections on (B)(6) 2026.